Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. On an unreported date, the patient was hospitalized for the event. The cause of the cloudy effluent was unknown. It was not reported if the patient was treated for this event. At the time of this report, the patient outcome and action taken with pd therapy were unknown. The reporter declined to provide additional information.